Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was beeping. The customer¿s blood glucose level 252 mg/dl at the time of the incident. Insulin pump is neither beeping nor vibrating currently. Customer states they are not having trouble hearing the beeps. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self and displacement test. No unexpected beeping/absence of alarm noted during the testing